Manufacturer narrative:
Patient country: spain. Name: tandem address: 11045 roselle street city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced went to emergency room due to high blood glucose level event on 05 apr 2026. Due to the event, patient¿s blood glucose level was 430 mg/dl and was treated with intravenous fluids of saline and insulin. The site of insertion was abdomen. The patient remained for eighteen hours in emergency room and was found positive for ketones.